Event description:
Patient revised for loose tibial and femoral components, polyethylene wear noted on tibial insert. Manufacture of cement is unknown.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. Provided information stated poor cement technique was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.